Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer reported damage to the pump. The customer reported blood glucose value was unknown at the time of event. The event involved product(s) mmt-1884. Troubleshooting was performed for damage. Found the damage on battery tube side and it was affecting the pump functionality. Troubleshooting was not performed for the reported harm. It was unknown that the customer was using the pump for 48 hour before the reported event and unknown that the customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. The pump was received with cracked battery tube threads and cracked case at the battery tube side. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked case at corner of the belt clip rail, faded/stained serial number label, pillowing keypad overlay and cracked keypad overlay at the select button. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.0 mv). The pump passed the functional testing. Unable to confirm alleged low bgs. Damage- cracked case battery tube confirmed at the back of the pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.